Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged of experiencing nasal issues for the first 4 hours a day, every day. The complaint also notes the patient has had tests done on his liver and they are waiting for results. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found evidence of an unknown dust, dirt contamination and yellowish-brown residue on surfaces of base unit and in certain areas. The manufacturer completed an internal visual inspection. The manufacturer found evidence of water ingress and mineral deposits and keratin at the blower, blower seal, and blower box. The manufacturer also found evidence of dust/dirt and an unknown contamination on the top enclosure, throughout interior, air path, and on the blower box. The manufacturer found evidence of sound abatement foam degradation/breakdown. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with water ingress, dust/dirt contaminant, keratin and an unknown contaminant. The manufacturer confirmed there was evidence of sound abatement foam degradation/breakdown.